Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a embolization occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2018. A 24mm watchman laa closure device was successfully implanted. At the patient 45 day follow-up on (B)(6) 2018, a transesophageal echocardiogram (tee) was performed and they discovered that the closure device embolized to the distal aorta. Three days later the patient under went a percutaneous procedure to remove the closure device. The patient will undergo another laac procedure in the future but it has not been scheduled.